Manufacturer narrative:
The cause for the discordant toxoplasma g (toxo g) results is unknown. The patient sample has been sent for confirmation to the national microbiological center. The customer has not provided the result. Siemens healthcare diagnostics is investigating. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." The IFU states in the interpretation of resutls section: "for anti-t. Gondii igg positive result and anti-t. Gondii igm result negative result, the interpretation is: from these results, it cannot be determined whether the patient is or is not undergoing a reactivated t. Gondii infection. It appears that the patient has been previously infected with t. Gondii. Infection may have occurred more than one year ago. If the individual has not previously tested positive for t. Gondii antibodies, confirm the result with a reference laboratory with experience in the diagnosis of toxoplasmosis."

Event description:
A positive advia centaur xp toxoplasma g (toxo g) result was obtained on a patient sample. The patient sample was repeated on two advia centaur xp systems. The results were positive. The patient sample was tested on an alternate method and the result was negative. Toxoplasma m (toxo m) result was negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00036 on february 24, 2017. On 03/02/2017 additional information: siemens received one patient sample for testing in-house. The patient samples were tested on the advia centaur xp and immulite 2000 xpi platforms. The neat results for the patient sample were positive on the advia centaur xp and negative when tested on immulite 2000 xpi. Toxoplasma g results (iu/ml) advia centaur xp with lot 061218: replicate 1: 15.7, replicate 2: 15.4, replicate 3: 14.9, mean: 15.3. Advia centaur xp with lot 061219: replicate 1: 14.5, replicate 2: 13.3, replicate 3: 13.7, mean: 13.8. Immulite 2000 xpi with lot 427: replicate 1: <5.00, replicate 2: <5.00, replicate 3: <5.00, mean: <5.00. Siemens was able to reproduce the customer observation of discordant patient results with the advia centaur xp toxoplasma g lot 061219. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00036 on february 24, 2017. Siemens filed the MDR 1219913-2017-00036 supplemental 1 on march 23, 2017. On 03/27/2017 additional information: the customer has not been able to provide the total number of negative samples that they tested with the advia centaur toxoplasma igg kit lot 219. Therefore, siemens is unable to calculate the specificity. The relative specificity results from the three studies in the advia centaur xp toxoplasma g instructions for use (IFU) range from 99.3% - 99.8%. The cause could not be determined. This could be normal assay performance or there could be some unknown interferent elevating the advia centaur toxoplasma igg result. Based on the available information, the advia centaur toxoplasma igg kit lot 219 is performing as intended. The cause for the discordant toxoplasma g (toxo g) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.